Event description:
Reporter indicated a vns patient's generator was reported to be making a beeping sound at 11:56 pm every night per the patient's family, and that the patient would have a seizure at this time. Vns diagnostics were reported as normal, and a device malfunction is not suspected. The vns generator does not have any audible components and is unable to produce noise. Attempts for additional information have been unsuccessful to date.